Event description:
After removing the passing pin, surgeon noticed the distal tip was missing. An xray determined the distal tip was imbedded in the femur and is not retrievable.

Manufacturer narrative:
No product is being returned for evaluation. (B)(4).